Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that their g5 transmitter would not pair with their g5 application on (B)(6) 2016. Dexcom representative advised patient to disable and re-enable bluetooth on their smartphone, close all background applications, and then reboot the smartphone, this was unsuccessful. There was no report of injury or medical intervention. No additional event or patient information is available.